Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, one of the grooves made to fit the slaphammer instrument fractured. No direct impact to the patient occured. No delay was caused by the event. Attempts for additional information have been made and is unavailable at this time.

Manufacturer narrative:
UDI in previous report was filed in error and should be voided. Complaint sample was evaluated and the reported event was confirmed. A vanguard ps box mill guide was returned and evaluated. Visual inspection found the left side slot fractured, thus confirming the complaint. The right side slot is slightly deformed. Both side slots have multiple scratches and dents suggesting repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The sem analysis report states the ps box guide has signs of deformation. There are also numerous signs of heavy wear especially around the intact slot. The missing piece of the guide was not returned. Many fracture artifacts are obfuscated by post-fracture damage. The remaining visible fracture artifacts suggest the fractured slot possibly failed from overload. The product was in use for approximately six years and eight months prior to the event. Based on the information available, root cause can be determined as normal wear and tear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.